Event description:
The caller reported using three compact plus meters with three different strip drums and cannot remember which meter gave which reading. No information was provided for compact plus system 2 and compact plus system 3. In one instance, the first result was 31.5 mmol/l on one of the systems. Retest results on one or both of the systems were 6.5 mmol/l, and 5.5 mmol/l within 10 minutes. Reported a separate comparison using one of the systems, she is unsure which, of 1.7 mmol/l and 7.1 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Information was not provided for compact plus system 2 or for compact plus system 3. Strips not available for return.